Event description:
The customer reported that the ventilator alarmed and went vent inop while in use. The customer reported the ventilator was in use on a patient and there was no patient harm. As the device is out of warranty, the biomedical engineer contacted manufacturers product support (pse) and reported the device would not startup via ac power until the backup battery was disconnected. Based on the reported findings, if during normal ventilation mode ac power was lost, it may result in a shutdown of the device. The pse recommended the biomedical engineer replace the power management pcb board to address the reported problem.

Manufacturer narrative:
Device out of warranty; no request for manufacturer service.